Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had error 322. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed and there is corrosion on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image on the monitor due to a defective camera head cable with swelling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.